Event description:
It was reported to boston scientific corporation that the patient was referred to the naval medical center, where the eroded portion of the mesh was excised "to the degree it could be."

Manufacturer narrative:
'Describe event or problem' and 'outcomes attributed to ae' have been updated with additional information. It was inadvertently ommitted in the original manufacturer report that the device was not used past its expiration date.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that a successful vault suspension pelvic floor repair procedure was performed on (B)(6) 2010, using an uphold vaginal support system placed with a horizontal incision. Following the procedure (date of event unknown), the physician reported that the patient had an erosion at the incision site and the patient reported having pain during intercourse. The physician prescribed estrogen cream to treat the exposure and is planning to excise part of the mesh in the near future.